Event description:
Customer states on several occasions, he would receive a high result and retest and receive a normal result. When he would check the memory, the high result would not appear. No controls were in use. A request was made for the return of the suspect device and replacement prod was sent.